Manufacturer narrative:
This is one of four manufacturer reports being submitted for this article. Please reference related manufacturer reports 2015691-2021-02838, 2015691-2021-02839, 2015-2021-02840. Article reference: alexis, sophia l., talal s. Alzahrani, deniz akkoc, michael salna, omar k. Khalique, ahmed el eshmawi, aditya sengupta et al. Anatomic classification of mitral annular calcification for surgical and transcatheter mitral valve replacement. Journal of cardiac surgery (2021). The edwards sapien 3 transcatheter heart valve, model 9600tfx, and accessories are indicated for relief of aortic stenosis in patients with symptomatic heart disease due to severe native calcific aortic stenosis who are judged by a heart team, including a cardiac surgeon, to be at intermediate or greater risk for open surgical therapy (i.e., predicted risk of surgical mortality greater than or equal to 3% at 30 days, based on the society of thoracic surgeons (sts) risk score and other clinical comorbidities unmeasured by the sts risk calculator). The edwards sapien 3 transcatheter heart valve, model 9600tfx, and accessories are indicated for patients with symptomatic heart disease due to failure (stenosed, insufficient, or combined) of a surgical bioprosthetic aortic or mitral valve who are judged by a heart team, including a cardiac surgeon, to be at high or greater risk for open surgical therapy (i.e., predicted risk of surgical mortality greater than or equal to 8 percent at 30 days, based on the sts risk score and other clinical comorbidities unmeasured by the sts risk calculator). The device was used in an off label implantation in the mitral position. As there are no specific IFU or training materials related to mitral procedures, the available training materials were reviewed only for information potentially relevant to the device use. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter mitral valve replacement (tmvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including, but not limited to, malposition of the valve, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, a severely elliptical annulus shape, valve under sizing. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause for the mitral regurgitation could not be determined with the information provided by the authors. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Per the article, anatomic classification of mitral annular calcification for surgical and transcatheter mitral valve replacement, from september 2015 to july 2019, 26 patients with mitral annular calcification (mac) underwent tmvr with sapien 3 valves. Six patients underwent a percutaneous transfemoral approach and twenty patients underwent an open hybrid transatrial approach. During the study period, two patients had more than minimal mr at discharge and 6 patients had more than minimal mr at followup, one of which required pvl plugging.

Manufacturer narrative:
This is one of four manufacturer reports being submitted for this article. Please reference related manufacturer reports 2015691-2021-02838, 2015691-2021-02839, 2015-2021-02840.